Manufacturer narrative:
The digitaldiagnost is a direct digital radiography system, equipped with ceiling suspended column (carrying the x-ray tube) and a vertical wall stand (vm) for general x-ray examinations. The stretch grip is a wall stand option to make patient positioning more comfortable. The patient can hold the grip with the hands in order to have the arms out of the way of the anatomy under examination. With the swiveling function of the stretch grip it is possible to adjust its height to the patient's height, this is possible by pulling the grip (releasing a spring loaded toothed clutch lock). The philips healthcare field service engineer has investigated at site the next day and checked the stretch grip. He noticed that the spring mechanism appeared to be weaker to other stretch grips at the same site. The stretch grip in charge was requested for further analysis by manufacturer, but it has been disposed of after a new stretch grip was delivered to the customer. Correction: changed from returned to manufacturer to not returned to manufacturer

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA .

Event description:
The customer complained that a female operator has got a fractured nose after unintended release of the stretch grip swivel lock (spline mechanism) during stretch grip positioning for the patient.